Event description:
Patient reported right side ruptures with rashes, side pain underneath ribs. Patient also reported hair loss and memory loss, which is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ruptures with rashes, side pain underneath ribs. Patient also reported hair loss and memory loss, which is not device related. The device has been explanted.